Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit failed. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 07mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 28may2019. During failure analysis, a visual inspection of the touchscreen assembly showed no signs of damage or contamination. During testing, the touchscreen failed to calibrate. It was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.